Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2014). The lay user/patient¿s products have been returned. The control solution was evaluated on 08/28/2014 and the test strip evaluated on 08/29/2014 by lifescan product analysis with the following findings:the control solution passed all testing with no faults found. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the control solution results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.